Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving fentanyl (1000mcg/ml at 201mcg/day) via an implanted infusion pump. It was reported that the patient's pump flipped inside the pocket. Due to this, the patient wasn't able to get the pump refilled. The physician tried toperform a refill under fluoroscopy. The pump was revised and the pocket was moved from the front of the patient to the back of the patient. There were no issues with the previous pump or catheter. The revision was based on where and how the pump sat in the patient's stomach. There were no known environmental factors that may have led to the issue, and the issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.